Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain is a surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. No additional information has been reported to allergan regarding the model number, serial number, explant date or further event details. Device labeling addresses the reported event of pain as follows:  possible complications of the use of the orbera¿ system include: abdominal or back pain, either steady or cyclic.

Event description:
Company representative reported, physician stated "patient was having significant cramping" and "abdominal pain", "since insertion". Removal procedure and sequence of events after a balloon placement were discussed. Physician suggested treatment with "potassium and other medications to ease cramping and help with motility".